Event description:
A us distributor contacted zoll to report that a patient was experiencing issues wearing the lifevest. Patient reported that the front garment clasps were sitting right were an incision for a drain was on his chest, causing irritation. The therapy electrodes would dig into his back while he was sleeping. Additionally, the weight of the device would cause the should strap to dig into another pre-existing incision in his neck and caused irritation. Patient said this would happen regardless on which side he wore it own. There was no alleged device malfunction contributing to the irritation. Patient's attempted to relieve the irritations by placing gauze and cushioning at the site. Follow up indicated that the patient discontinued use due to irritations and that they are now healed.